Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was damaged, no longer turning on and got wet. The customer reported that the contact point came out of battery part. The customer also reported that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with no battery cap, therefore cannot determine if battery cap is cracked or damaged. Device received was properly tested using a test battery cap. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to verify unexpected battery anomaly, perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with cracked case and cracked battery tube threads.